Manufacturer narrative:
Please refer to the updated annex codes in section h.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electro surgical unit (iesu) was not working and that it displayed error c-30. The system event logs confirmed that the iesu was generating errors. The surgeon opted to convert the procedure to laparoscopic surgery. There was no reported injury.